Event description:
It was reported during a trial procedure on (B)(6) 2022, the patient experienced a dural puncture and the procedure was abandoned. The patient experienced a slight headache following the procedure. As a result, the patient was admitted to the hospital. Reportedly, the patient is feeling better and has no further issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.